Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the display was fuzzy. The customer reported there was no patient involvement.

Manufacturer narrative:
The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. Fse indicated that upon initial power up of the ventilator, the display flickered and then unit powered off. Fse turned power switch off and back on and display flickered occasionally. Fse repeated power up and power down cycle a couple of times to see if unit would produce any errors. No errors appeared on display. No error codes were found in diagnostic log codes. The manufacturer's site received the power supply on (B)(6) 2017; however, evaluation has not yet begun. Fse replaced the power supply and performed full performance verification test (pvt) per philips manual. Unit passed all tests successfully. Fse placed the unit in respiratory storage room plugged in to be placed back into service.

Manufacturer narrative:
(The power supply was returned to failure investigator (fi) lab for evaluation. Visual inspection of the returned power supply revealed no evidence of damage or contamination. The power supply was installed in the fi test ventilator. An operational test was performed in normal ventilation mode and the ventilator power up from ac and unit delivered breaths; the ac led indicator activated and no errors were generated during cycling power on and off. The ventilator was tested on backup battery and external battery in normal ventilation mode; the ventilator power up and delivered breaths and no errors were generated during cycling power on and off . No errors were produced during transitioning between ac source, external battery, and backup battery. Fi technician ran the power supply for an extended period of twelve hours; the ventilator operates without any errors. Additional testing was performed on the power supply battery charger output with no faults found and no smells were detected. The reported problem could not be confirmed. The display activated and deactivated correctly each time with no fuzziness or flickering detected. The power supply passed all testing with no failures identified. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. The root cause could not be determined at this time due to no failures were identified.